Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the diagnostic mobile programmer application displayed the programming parameters for the implantable cardiac monitor (icm) were "off" or incomplete. Troubleshooting advice was given to resolve issue. No patient complications have been reported as a result of this event.